Event description:
Retainer ring recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump was also received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a scratched case and a serial number label damaged/torn. Retainer ring damage (a cracked retainer) was confirmed. Cosmetic damage was confirmed at the back of the pump. Battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic stated that the customer's battery cap was damaged and the metal contacts on it were missing. The customer also stated that the retainer ring is damaged(rusted/discolored) and that the reservoir can lock in place. No further patient complications were reported. Troubleshooting was performed, however, the customer will discontinue using the device and the insulin pump will be returned for analysis.